Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-17070. The patient received 2 scs leads with the same lot number. It was reported the patient was experiencing stimulation in the incorrect area due to one of the scs leads being "bunched up." Subsequently, the lead was explanted and replaced. It was also reported during the procedure, after the lead was placed, the patient was put back to sleep and stopped breathing. A flatline was observed on the monitor. Subsequently, the medical staff worked for 30 minutes to resuscitate the patient . The patient began breathing on her own; however, she was unresponsive and her incision was still open. Therefore, the physician decided to cap the new lead with an scs extension. Approximately 5 minutes after the extension was added, the patient regained consciousness and began screaming. The incision was stapled and the patient was transported to the hospital via ambulance. Moreover, it was reported as of (b)(6,) 2013 the patient had short term memory loss. Follow-up identified the issue during the lead replacement procedure resulted from the patient having an adverse reaction to the anesthesia. On (B)(6) 2013, follow-up identified the patient is still experiencing short term memory loss. Additionally, it was clarified the patient did not go into cardiac arrest, she only lost her airway. The flatline was observed due to monitor lead being pulled out.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.